Manufacturer narrative:
The device, the multifunction cable (mfc) and mfc to CPR-d adapter were returned to zoll medical corporation; the device, the multifunction cable (mfc) and mfc to CPR-d adapter were put through extensive testing including continuity testing, which confirmed an intermittent connection on the apex side of the mfc to CPR-d adapter, leading to inconsistent pad detection and "open/connected pads" issues that prevented shock delivery. The adapter was replaced. The device and returned mfc cable passed all functional tests, including defib tests and internal impedance checks, with no discrepancies found. The mfc-to-cprd connector was replaced to resolve the report. The device was recertified and returned to the customer. It's important to mentiion that three shocks were delivered in this patient event leading up to the report to this report. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age 75 years & gender male) the device failed to deliver a shock. Complainant indicated that the operator obtained another device and successfuilly converted the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.